Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing leaked at the filter when they administered etoposide, vincristine & doxorubicin (both vesicants). No patient harm was reported.

Event description:
It was further reported that the suspected device was used particularly because in certain concentrations, etoposide requires use of an in-line filter. Additionally, it was noted that the tunneled central catheter was in place (double lumen) that was working as expected for the administration of continuous infusion chemotherapy cocktail. The patient had undergone treatment related blood tests but no tests for chemotherapy leak. The issue was resolved as pharmacy/nursing team stopped using this specific cadd administration set that included an in-line filter to admin this regimen. The team opted to use the administration set that did not include in-line filter. Pharmacy team recalculated dilution to change concentration so no in-line filter would be required for etoposide administration. No further leaks occurred.

Manufacturer narrative:
A1, a2, a5, a6: updated to document patient details. B3, b5, b7: updated to document additional device and patient status. H3: h3: neither sample nor pictures were received for the analysis of this complaint. The device history record of reported lot numbers 6133290 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.